Event description:
Additional information received indicates surgical intervention was undertaken wherein the ipg was explanted and replaced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The reported observation of inability to turn on stimulation or pair with the device was confirmed. The root cause of the observation was due to the device entering the service application state. Analysis results concluded the device was functioning normally until it entered service application. The therapy log showed that therapy was turned off and switched to a different program at the same time the device reset and entered the service application. No information was provided concerning what environment the patient was in when the device program was changed and the reset occurred.

Manufacturer narrative:
The date of event is estimated. E1- initial reported phone number: (B)(6).

Event description:
It was reported that the patient's ipg was unable to connect to external devices and troubleshooting was attempted with no success.